Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the er320 only contained five clips. Fired a few more times no clips and no yellow indicator. Pulled a new instrument to continue the case. There was no consequence to pt.